Event description:
I recall four instances while injecting hydrelle. When I connected the needle to the threaded end of the syringe and pressed on the plunger, the threaded end separated from the rest of the syringe. No adverse event has happened and I am afraid that this needle can act as a projectile and may injures eyes or puncture me. Dose or amount: 1cc, frequency: once, route: subdermal. Dates of use: (B)(6) 2010. Diagnosis or reason for use: aesthetic rejuvenation. Ndc # or unique ID: (B)(4). I recall 4 patients this year.